Event description:
Md taking biopsies during a colonoscopy using cold biopsy forceps and she noticed that the spike at the end of the forceps bent. Forceps removed and replaced with another one. FDA safety report ID# (B)(4).